Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced nocturnal hypoglycemia while using the ilet system; review of device reports indicated the user had been announcing multiple meals to correct high glucose levels rather than announcing at mealtime and allowing the system to correct. Symptoms included a low blood glucose of 52 mg/dl. Outcomes included self-treatment at home without medical assistance, using oral glucose and food to resolve the event. Investigation included review of available usage data and user interview. Investigation of this case revealed that repeated meal announcements used as correction contributed to insulin dosing that led to hypoglycemia, with no device alarms reported and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that user technique related to meal announcements was the cause. Education was provided instructing the user to announce meals immediately before eating and to allow the ilet to correct hyperglycemia.